Event description:
The customer reported that the system would not power up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cb1 and cb2 circuit breakers were evaluated and reset. The system was tested and found to be working as intended and put back into service.